Event description:
Reference number (B)(4). Event occurred in the united states. This MDR has been submitted for unknown number of quantities. On (B)(6) 2024, it was reported that the patient encountered infusion sets cannula kinked events within 3 hours after insertion. Site of insertion was upper thigh and abdomen. The blood glucose level was reported 300 mg/dl. Patient replaced infusion set and resumed insulin successfully. Do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2